Event description:
Additional information: it was reported that rescue tape was applied to the driveline. The patient had not reported alarms, and no electrical faults had been seen on interrogation. No further intervention was planned.

Manufacturer narrative:
Device evaluation: the report of a tear in the lvad driveline could not be confirmed through this evaluation because the patient remains ongoing on heartmate ii lvas, serial number (B)(4), and no supporting photographs were provided for analysis. The submitted log file revealed no unusual events relating to driveline damage. The pump appeared to be functioning as intended and no further issues were reported. According to the account, rescue tape was applied and the patient has not reported any alarms. The heartmate ii lvas IFU and patient handbook contain sections on ¿caring for the driveline,¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur depending upon the length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the patient's driveline cannot be confirmed as no photographs were submitted for evaluation. It was reported that the outer jacket of the patient's driveline had a tear. According to the account, rescue tape was applied, and the patient did not report any alarms. The account submitted a log file for review. No notable events or alarms were captured. The pump operated at or above the low-speed limit for the duration of the file and appeared to be functioning as intended. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C. Is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the percutaneous lead (driveline) had a new tear. It appeared to be only the polyurethane coating. The driveline was reportedly intact. Lvad interrogation by the healthcare professional revealed no alarms. Review of the submitted log file by the manufacturer's technical services representative showed no evidence of any type of percutaneous lead issue. The tear in the outer percutaneous lead jacket was only cosmetic at that time. The technical services representative requested that the healthcare professional apply rescue tape.